Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with amikacin (intraperitoneal, 200ml in each bag, frequency and duration were not reported) and heparin (1ml, frequency, route, and duration were not reported) for the peritonitis. At the time of this report, the patient's recovery status was unknown and dianeal therapy was ongoing. No additional information is available.